Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image was not displayed due to damage to the charged coupled device (ccd) unit. Also, evaluation found the bending section cover adhesive was chipped, the bending angle in the up direction did not meet standard value due to wear of the angle wire, the connection between the insertion pipe and control unit was not secure due to looseness of the insertion pipe, the video connector was cracked, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the screen of the endoeye flex deflectable videoscope went black and showed no image during a therapeutic procedure. The image was unable to be restored and the issue occurred when placing the cable under tension. The procedure was delayed in order to replace the scope with a similar device. The procedure was completed. Prior to the procedure, the scope was inspected and no failures were found. There was no reported patient harm or impact due to this event.